Event description:
It was reported that the intra-aortic balloon was inserted, but it "leaked". Customer reports getting gas leak alarms on the arrow transact pump and states the iab would not fill. As a result, it was removed and replaced. There were no reported pt complications.